Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when stapling the terminal ileum, the purple load failed, and stapling was not possible.